Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a charging issue. The patient could not get good connectivity and was not able to get any coupling bars to fill in. They tried the antenna locate feature and it did not produce any bars either. The implantable neurostimulator (ins) was on the side of the patient and it felt like the ins was a caudad and not cephalad, it was thought it was flipped. The patient reached to the floor with his right hand and felt something pinch at the ins site about two weeks ago. There was a mention of the possibility of the stitch breaking when the patient bent over. Last week they were not able to get coupling. It was noted that the clinician and patient programmer were working just fine and the battery was ¾ the way charged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a fol low-up report will be sent.

Event description:
Additional information received reported that the patient was going to have their ins replaced on (B)(6) 2015 and it was likely that the doctor will replace it with a non-rechargeable model. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the physician didn¿t think the ¿pump was flipped.¿ this was determined by physical observation only. The physician said the patient could get a fluoroscopy picture as soon as possible to help confirm the position of the implantable pulse generator. The patient wanted to wait until after the new year to ¿make a move.¿ the manufacturer representative (rep) didn¿t think the patient could charge effectively. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was further reported that the device was confirmed to be flipped. It was surgically corrected on (B)(6) 2015 and flipped back. It was also sutured. Everything was considered resolved.